Event description:
It was reported that the patient had a gradual loss of therapeutic effect. The patient had less than 50 percent therapy relief. It was stated that impedance testing and reprogramming was done and x-rays were taken. The cause of the issue was not determined and the patient¿s system was explanted but the issue was not resolved. It was stated that the patient was having another stage 1 trial. No outcome was reported related to this event. Additional follow up is being conducted to obtain this information. If additional information becomes available, a supplemental report will be sent.

Event description:
Additional information received reports the patient was doing great and the patient was re-implanted. Hospital will not release the device for return.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot # va0m0yw, implanted: (B)(6) 2014, product type: lead. (B)(4).